Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days due to unk reason. Info learned from implant pt registry.